Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2021 wherein the ipg was relocated to a new pocket to address the issue.

Event description:
It was reported that the patient experienced pain at the ipg site since implant. Patient cannot sit or lay properly and is sensitive to the area. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.